Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported in h6 and h10. Corrected information is reported in d9 and h3. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: insert the guide sheath into the endoscope only in combination with an endotherapy or ultrasound probe. Do not force the guide sheath when it is not combined with any endotherapy or endoscope. Doing so may cause perforation, bleeding, and mucous membrane damage. Insertion of the guide sheath alone into the endoscope could result in bending or breaking the guide sheath. Do not use excessive force to move the guide sheath. Doing so could result in bending or breaking the guide sheath. Conclusion: the definitive cause of the reported events could not be established since the device was not returned for physical evaluation. No abnormalities were found in the manufacturing record. Therefore, the reported event could not be confirmed. It is possible that the x-ray opaque chip has fallen off by the following mechanism: the biopsy forceps cup was not completely closed (including the state where the biopsy tissue was grasped). The cup of biopsy forceps was caught on the x-ray opaque tip. While the biopsy forceps cup was caught by the x-ray opaque tip and the biopsy forceps were advancing and retreating, the x-ray opaque tip came off from the tube and fell off, causing deformation of the tube tip.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during a bronchoscopy procedure using a single use guide sheath kit, the metal tip from the guide sheath broke off and lodged in the patient's airway. The physician was able to remove the device fragment with biopsy forceps after the fourth attempt. No patient injury was reported.